Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 430 mg/dl and treated with an injection. Troubleshooting found that the customer was unable to rewind the pump. Troubleshooting assisted with the pump rewind and was successful. Customer declined to troubleshoot for the high blood glucose. No further details given.